Event description:
The customer called that they were receiving an error 4 message when inserting strips and that their locked freestyle meter was unlocked. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. The product has been requested back. A final report will be submitted when the investigation is complete.